Event description:
The customer reported 30 ml of clear fluid leaked from under the coulter lh 780 hematology analyzer on the right side of the instrument near the differential mixing assembly. The customer stated that the source of the leak is unknown and the leak was not contained within the instrument. The customer indicated that the instrument did not generate any error messages for this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak from a pinhole in the lower sheath restrictor tubing. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. The fse then reviewed the quality control (qc) and patient results with the customer and indicated that the customer had not been affected by the leak. Failure mode of the leak is attributed to a hole in the lower sheath restrictor tubing. (B)(4).